Event description:
The customer called to report that the pump had an off no power alarm. Troubleshooting was performed. The batteries were changed. During the conversation the customer indicated that pt was hospitalized for several days. The customer has cellulitis and gout and has had frequent lows using glucagon four times in the last two days. The time on the pump was correct. The customer was frustrated, had a stroke, and can't remember well, the lead screw test was performed. The customer sees the line going around and come back, then the lead screw stuck but the numbers of units were increasing on the screen. Then the customer stated that the line moves again, comes back, and finally completed the test.